Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high shock impedance measurements. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated that there was no damage to the electrical circuitry preventing therapy. There was no surgical intervention performed to resolve this issue and the current plan is to monitor the patient.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that this ICD was explanted and replaced approximately four years later for an unrelated reason.